Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 25mm navitor valve was chosen for implant using an unknown delivery system. During final release of the valve, the valve migrated upwards to the ascending aorta. Another 25mm navitor valve was implanted within the first via valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure. The patient status was stable and discharged.

Manufacturer narrative:
An event of the valve migrating after implant was reported. Information from field indicated that there was sufficient calcium to allow anchoring of the device, there were no issues with deployment, and the valve was implanted at an adequate depth of 5mm. Information from the field also indicated that the valve was snared after the migration occurred. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause for the reported incident could not be conclusively determined. Please note per the instructions for use, " once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage. ".

Event description:
It was reported that on 20 june 2023, a 25mm navitor valve was chosen for implant using flexnav delivery system during a transcatheter aortic valve implantation. The maximum diameter of the aortic valve was 29.5mm, and the minimum diameter was 19.7mm. The area was 468.3mm^2, and the perimeter was 79.3mm. During the procedure, the valve was taken out of the patient and reloaded. The starting implant depth at deployment was 6mm, and the final implant depth at release was 5mm. During final release of the valve, the valve migrated upwards to the ascending aorta. There was no tension in the delivery system at the time of final deployment. The patient did not have a horizontal aorta. There was no interaction between the delivery system and the deployed valve, and all three retainer tabs were confirmed via imaging to be released prior to removal of the delivery system. The valve was snared and placed further up in ascending aorta to avoid coronary obstruction. Another 25mm navitor valve was implanted via valve-in-valve procedure. It was reported that there was sufficient calcium to allow anchoring of the device, and the aortic valve calcium scoring was 4744. The patient remained hemodynamically stable throughout the procedure. Two days post procedure, the mean gradient was 17mmhg. The patient status was stable and discharged.